Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was turning on and off on its own. The system was turned on for testing only. There was no surgery scheduled.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming power supply was replaced. Unrelated to the reported event, the system message (sm) - [vent valve failed closed.] Was found in the system event log, so the vent valve was adjusted. The system was then tested and met all product specifications. The system was manufactured on june 9, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming power supply. The manufacturer internal reference number is: (B)(4).